Event description:
The report received from the affiliate indicated that while preparing for a percutaneous coronary intervention (pci), the luer hub of the cypher select plus 3.0 x 28 mm stent delivery system (sds) was noted to be cracked. No anomalies were noted when the device was removed from the packaging. The product was pulled from the packaging by the luer hub with no problem noted. The product was prepped outside of the pt's body. There was no reported difficulty connecting the boston scientific inflation device to the luer hub/stent delivery system (sds). When negative pressure was applied outside of the pt, air bubbles were noted in the inflation device. The product was not clinically used in the pt. There was no reported pt injury. The complaint product was discarded.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 14037078 revealed no anomalies during the mfg and inspection process that can be associated with the reported complaint. Six (6) units were rejected during the final assembly of this lot. The DHR review confirmed that rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Non-conformance records (B) (4) was generated for ppm's value that exceeded the allowed limit, due to a five (5) hubs damaged. No action was taken. The process has the controls to detect the nonconformance. Non-conformance record (B) (4) was generated for monitoring of surface particles, since the results were favorable, the lot was liberated and the pths was closed. This nonconformance bares no relation to the complaint reported. Proximal shaft assembly: subassembly (B) (4), lots 0108080071, 0108080086 and 010708314 were reviewed. No other issues were noted that were considered potentially related to the reported complaint. The parameters of the luer hub molding were reviewed and they were found within specification requirements.